Manufacturer narrative:
An event regarding patient factors(hematoma) involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had revision of primary femur due to hematoma.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: modular dual mobility insert; cat#:626-00-38d; lot#:55398401. The 22.2mm +8 lfit v40 head; cat#:6260-9-322 lot#:52329003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had revision of primary femur due to hematoma.